Manufacturer narrative:
The technician found the brake linkage was broken. The technician used a brake/steer upgrade on each end of the stretcher.

Event description:
Information received indicates the brake will not hold at the head end of the stretcher.